Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated changed battery every time pump alarmed, the issue was not resolved by changing battery. The customer has had pump off for a couple of days since pump is not working. The alarm history shows a couple of failed battery, battery-out limit and low battery alarms/alerts. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms noted during testing. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address label, stained serial number label and stained end cap sticker.